Event description:
It was reported that the arctic sun device had been returned to depot due to broken and damaged screws and dirty tank. As per additional information received via email on 14nov2023.  Remove the broken bolt, change the level sensor, fill tube, put a screen protection and perform preventive maintenance 2000 hours. During preventive maintenance temperature was not reach to 30°, tank was full. Per sample evaluation results received on 20nov2023, it was reported that the dirty fill tube. Per sample evaluation results received on 24oct2023, it was reported that the black foam was damaged.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate maintenance. However, this cannot be confirmed. The device was evaluated upon receipt. It was noted that the fill tube was dirty. Replaced fill tube. After the repair, the device underwent functional evaluation and passed all applicable testing. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "cleaning and maintenance: routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had been returned to depot due to broken and damaged screws and dirty tank. As per additional information received via email on 14nov2023, remove the broken bolt, change the level sensor, fill tube, put a screen protection and perform preventive maintenance 2000 hours. During preventive maintenance temperature was not reach to 30°, tank was full. Per sample evaluation results received on 20nov2023, it was reported that the dirty fill tube. Per sample evaluation results received on 24oct2023, it was reported that the black foam was damaged.

Event description:
It was reported that the arctic sun device had been returned to depot due to broken and damaged screws and dirty tank. As per additional information received via email on 14nov2023. Remove the broken bolt, change the level sensor, fill tube, put a screen protection and perform preventive maintenance 2000 hours. During preventive maintenance temperature was not reach to 30°, tank was full. Per sample evaluation results received on 20nov2023, it was reported that the dirty fill tube. Per sample evaluation results received on 24oct2023, it was reported that the black foam was damaged.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate maintenance. However, this cannot be confirmed. It was noted that the fill tube was dirty. Replaced fill tube. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: cleaning and maintenance: routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information." Correction: d. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had been returned to depot due to broken and damaged screws and dirty tank. As per additional information received via email on 14nov2023, remove the broken bolt, change the level sensor, fill tube, put a screen protection and perform preventive maintenance 2000 hours. During preventive maintenance temperature was not reach to 30°, tank was full. Per sample evaluation results received on (B)(6) 2023, it was reported that the dirty fill tube. Per sample evaluation results received on (B)(6) 2023, it was reported that the black foam was damaged.